Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-06019, 2017865-2019-06020. It was reported that the patient has deceased. The cause of death was unknown.

Manufacturer narrative:
Analysis was normal. No anomalies were found.